Manufacturer narrative:
Concomitant medical products: product ID 977a190, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a190, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the patient had no stimulation in the right area and went to the clinic. It was reported that the patient had no fall. Troubleshooting performed reported that there was an impedance check and some contacts were out of range. They reprogrammed the patient. Actions taken included the neurosurgeon replaced the lead. The issue was resolved.

Event description:
Additional information received reported that impedance was done and some channels were out of range. They tried to reprogram with no luck of finding the right stimulation.

Manufacturer narrative:
Continuation of d11: product ID 977a160 lot# unknown serial# implanted: explanted: (B)(6) 2020 product type lead product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 97792 lot# unknown serial# implanted: explanted: product type accessory h3: analysis of the lead found the lead was returned with the outer insulation was cut on the lead however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. H6: fdc 67 pertains to the lead. Fdm 10 and fdr 213 pertain to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.